Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced high blood glucose while on insulin pump therapy. The reporter stated the patient received treatment in the hospital emergency room. Animas customer technical support was unable to obtain information regarding the patient¿s hospital visit or blood glucose levels. The reporter stated the patient lost the insulin pump while at the hospital and could not participate in troubleshooting of the pump. Animas customer technical support attempted to contact the reporter back for additional information, but was not successful. This complaint is being reported because the patient allegedly experienced high blood glucose while on insulin pump therapy, resulting in a visit to the hospital emergency room.